Event description:
The olympus endoscopy support specialist (ess) became aware during a cds (cleaning, disinfecting, sterilization) reprocessing in-service appointment at the user facility, that the customer had received the newly purchased tjf-q190v evis exera iii duodenovideoscope on (B)(6) 2021, but official in-service for the new equipment had not been completed. The ess also learned that the facility was not using the maj-2319 distal end flushing adapter for the manual cleaning, or the maj-2358 connecting tube for the oer-pro endoscope reprocessor, during the reprocessing of their endoscopes, as the customer had never ordered the accessory parts. The ess provided the customer with the part numbers and instruction for ordering the device accessories. There have been no reports of patient impact or infection due to the event. This medwatch report is for the tjf-q190v evis exera iii duodenovideoscope. The oer-pro endoscope reprocessor is reported in medwatch #(B)(4) with patient identifier (B)(6).

Manufacturer narrative:
The subject device was not returned to olympus for evaluation as there was no report of non-conformity of the device. The customer received the device accessories maj-2358 distal end flushing adapter and maj-2319 connecting tube, and the ess completed the cds reprocessing in-service for the facility. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the user¿s understanding differed from olympus recommendation in device handling and reprocessing step. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): IFU (reprocessing manual) warns against insufficient reprocessing as follows. ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU (reprocessing manual) lists maj-2319 at ¿5.5.1 equipment needed¿ and mentions the flushing step using maj-2319 at ¿5.5.6 flush the endoscope¿s distal end with detergent solution¿. Olympus will continue to monitor the field performance of this device.